Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a patient that had levophed infusing at 18mcg, and 3% ns infusing at 100ml/hr, was being transported for a head CT scan. Two other modules were attached, with unspecified infusions. While they were in the elevator the device alarmed and displayed a battery discharged message, and all of the channels stopped infusing. The patient was returned to the nursing unit and the system was changed out. The patient's blood pressure responded well several minutes after the levophed was increased to 20mcg, and the patient was then transported to CT.